Event description:
It was reorted that the pt underwent a gastric ulcer repair. A suture broke at 5 days post operative. The breakage occurred just below the knot. Pt was taken back to the operating room for repair of evisceration.